Event description:
It was reported that an ilet user experienced loss of cgm data on the ilet while the dexcom g7 app continued to display glucose readings, with the ilet showing pairing attempts with a specific sensor code and repeated pairing failures and sensor reconnecting alarms. Symptoms included no physical symptoms, as the user reported a blood glucose of 132 mg/dl and no adverse health effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device-level troubleshooting with a device restart and user education to wait and reattempt pairing, confirming that no other devices besides the g7 app were connected. Investigation of this case revealed a communication failure between the ilet and the g7 sensor consistent with pairing failure and intermittent connectivity, without evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication instability related to cgm pairing and signal loss.